Manufacturer narrative:
Updated: b1, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioposthetic valve implant procedure, the valve went "str aight through" and could not be implanted. A new valve was attempted to be implanted but it created a "fissure in the artery." The patient died the same day. Additional information was received that the first valve was implanted but embolized into the ascending aorta. The fissure was a dissection of the ascending aorta. It was unknown whether the valve caused the vascular complication. Per the physician, the cause of death was tamponade which was not attributed to the delivery catheter system (dcs).

Event description:
It was reported from a patient's family member that during a transcatheter bioprosthetic valve implant procedure, the valve went "straight through" and could not be implanted. A new valve was attempted to be implanted but it created a "fissure in the artery." The patient died the same day. Additional information was received that the first valve was implanted but embolized into the ascending aorta. The fissure was a dissection of the ascending aorta. It was unknown whether the valve caused the vascular complication. Per the physician, the cause of death was tamponade which was not attributed to the delivery catheter system (dcs). Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The second valve used and implanted was a non-medtronic (sapien 23) valve. Per the physician, the tamponade that resulted in death was due to the aortic dissection but the cause of the aortic dissection was not known. The physician did not attribute the injury or subsequent death to the first dcs or the guidewire, but it was unknown whether the first valve or the non-medtronic system were contributing factors. Additional information was received that a pre-implant balloon dilation was not performed during the procedure. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was approximately 2-3 mm at the time of deployment which was estimated to be standard by the physician's assessment. Per the physician, the cause of the aortic dissection was valve embolization. The dissection was not identified until later in the ccu as the aortogram performed intraoperatively did not show a dissection. The physician indicated that the dissection was likely caused by erosion of first valve (crown) into aortic wall after ccu transfer. Prior to the patient's death, cardiopulmonary resuscitation (CPR) and pericardial drain were performed. The patient's tapered left ventricular outflow tract (lvot) and septal bulge with lvot calcification were possibly contributing factors to the event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the first delivery catheter system (dcs) did not contribute to the dissection or subsequent death. The injury occurred following implant of the first valve when the second system was attempted, which was after the first dcs was already removed from the patient. The first valve, which was system, reported remains reportable. Updated: b5, d4, h6. Corrected: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioprosthetic valve implant procedure, the valve went "straight through" and could not be implanted. A new valve was attempted to be implanted but it created a "fissure in the artery." The patient died the same day. Additional information was received that the first valve was implanted but embolized into the ascending aorta. The fissure was a dissection of the ascending aorta. It was unknown whether the valve caused the vascular complication. Per the physician, the cause of death was tamponade which was not attributed to the delivery catheter system (dcs). Additional information was received that a medtronic (confida) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The second valve used and implanted was a non-medtronic (sapien 23) valve. Per the physician, the tamponade that resulted in death was due to the aortic dissection but the cause of the aortic dissection was not known. The physician did not attribute the injury or subsequent death to the first dcs or the guidewire, but it was unknown whether the first valve or the non-medtronic system were contributing factors.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 18-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported from a patient's family member that during a transcatheter bioposthetic valve (pli 30) implant procedure, the valve went "straight through" and could not be implanted. A new valve (pli 10) was attempted to be implanted but it created a "fissure inthe artery." The patient died the same day.